Event description:
It was reported to baxter (B)(4) that an intermate lv50 device was leaking before use. The device was filled with 90 milligrams pamidronate in 250 milliliters 0.9% nacl when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, interruption of delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root was determined to be a loose winged luer cap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.